Event description:
On (B)(6) 2010 patient awoke with dizziness and weakness, which progressively got worse throughout the day. Patient presented to the hospital that same day, with symptoms of acute ischemic stroke (nihss of 11) and evidence of left ica cervical occlusion. The patient was treated with the penumbra 054 catheter and revascularized successfully with no procedural complications. On (B)(6) 2010, patient was identified with change in neuro status, reported by the site as "re-occlusion". This was resolved with a re-vascularization procedure that same day and the vessel was re-opened to timi-2. The event was reported as severe, serious, and with an "uncertain" relationship to the study device. The patient was discharged on (B)(6) 2010 to an extended care facility. On (B)(6) 2010, the patient was diagnosed with sepsis that required IV antibiotics and was resolved (B)(6) 2010. The site reported the event as serious, severe, and with "uncertain" relationship to the study device and angiographic procedure. These events were entered into the (B)(4) by the site on (B)(6) 2012. The penumbra clinical department became aware of these events on (B)(6) 2012, while performing an internal reconciliation of events for this trial. This MDR is associated with MDR 3005168196-2012-00341.

Manufacturer narrative:
Conclusion code: occlusion is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. As this patient was enrolled in the post-market study, (B)(6), the event was not discovered until later data collection and the sponsor reviewed the final data entry discrepancies during study close out. Final clarification of the event and relationship to the system was evaluated and the relationship to the device remains "uncertain". The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns. Eval summary: device not retained by hospital.